Event description:
A discordant, (B)(6) surface antigen result was obtained on one patient sample on an advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was not repeated. The customer did not provide information associated with a corrected (B)(6) result. There were no reports of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse also checked the aspirate probe alignment and replaced the luminometer. The cse determined that no other samples were affected by this event. The cse successfully ran a very high sample study followed by a negative control material. The cause of the discordant (B)(6) result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.